Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic appendectomy, during the resection of the appendix, the reload only cut the tissue and did not staple it. There were some staples that deployed but not staple the tissue. It was stated that there was tissue loss on the appendix, which was supposed to be removed. Another handle and reload from the same lot was used to complete the case.